Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported faulty alarms on the dexcom mobile application. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of faulty alarms on the dexcom mobile application was confirmed via data. The root cause could not be determined.